Manufacturer narrative:
Failure analysis (fa) found the monopolar curved scissors (mcs) instrument had a broken idler roll gear at the proximal end and inside the chassis. As a result, the gears were unable to mate with each other and resulted in the instrument exhibiting unintuitive motion. Further evaluation found the mcs instrument motion was precise and proportional to what was commanded by the master tool manipulator (mtm); however, the grip tips would move in the opposite direction. The behavior was observed in the roll direction, which indicated a misalignment of the coordinate frames during the engagement sequence. The unintuitive motion was caused by the broken roll gear. The root cause of this failure is attributed to user.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar curved scissors was not responding to the surgeon's commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the customer confirmed that nothing fell inside the patient during a surgical procedure. There was no patient injury as a result of the instrument issue. There was no procedure delay due to the issue.